Manufacturer narrative:
A visual inspection was performed, and the reported balloon rupture was confirmed as a longitudinal rupture was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion calcification, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the balloon was not damaged prior to the procedure. It is likely that the balloon became compromised or damaged during advancement with the anatomy and/or with other devices used during the procedure, resulting in the reported balloon rupture the investigation determined the reported/noted balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the tibial artery. During use, the armada 14 dilatation catheter balloon ruptured at an unknown pressure. There was no adverse patient effect and no clinically significant delay. A second same device was used. No additional information was provided.